Event description:
A report was received that the patient had an abscess and infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that patients infection was device related. No further information could be obtained. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an abscess and infection. The patient underwent an explant procedure.